Event description:
The customer reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was as low as 565 mg/dl and displayed as "high". Elevated bg was addressed by manual insulin injection and correction bolus via pump. To resolve the underlying issue, the customer changed the infusion set and cartridge before resuming insulin use.